Event description:
Pt reported the up and down buttons are pressed flat; therefore, the check and menu buttons do not function. The infusion device was replaced and requested for eval. No physiological effects were reported and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroy the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage. The down button is external mechanic damaged. The menu and check buttons passed the optical and functional investigation successful and meet the specification.